Manufacturer narrative:
Internal report reference number: (B)(4). Outcomes attributed to adverse event: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 219, 241, 98 and 51 mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-90 mg/dl and expected pm non-fasting blood glucose test result range is 113-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated that due to the result obtained of 28 mg/dl am fasting she had gone to her doctor on (B)(6) 2022. No treatment was given to the customer and doctor did not check customer glucose. Customer was refer to call us and get a replacement meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 : (B)(6) date: on (B)(6) 2022 time: 12:04 pm non-fasting; result 2 : (B)(6) date: on (B)(6) 2022 time: 12:03 pm non-fasting; result 3 : (B)(6) date: on (B)(6) 2022 time: 06:50 am fasting; result 4 : (B)(6) date: on (B)(6) 2021 time: 08:59 pm non-fasting; result 5 : (B)(6) date: on (B)(6) 2021 time: 08:58 pm non-fasting.

Manufacturer narrative:
Sections with additional information as of 13-sepr-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.